Manufacturer narrative:
(B)(4). Date sent: 12/26/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a with lot/batch number, c9eg2d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was not released. There was no patient consequence. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 2/3/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #151d84. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with no reload present and with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced. The device was returned with a non-working firing mechanism. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. The cable was reconnected and the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The motor wire disconnected is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 151d84, and no non-conformances were identified.